Event description:
When staff began to raise the entire bed to perform a procedure, the hosp bed raised at the foot but not at the head of the bed. The pt was not injured. The bed was lowered and left in low position. The distributor was notified and a new bed will be delivered.